Event description:
The case was completed. Wilkins score: 5. The patient's mitral regurgitation (mr) went from mild to moderate. The mitral valve areas (mva) 0.8 cm2 to 2.2 cm2. The patient was stable. An echo was done on (B)(6) 2024. On (B)(6) 2024, the mr is considered moderate to severe. Patient had mitral valve replacement surgery (double mitral and aortic valve surgery). Patient did well after the surgery.

Manufacturer narrative:
The facility discarded the inoue balloon catheter used in this patient, therefore it is impossible to investigate it anymore. We investigated the manufacturing record of the lot used in this patient and we have confirmed that there was nothing wrong in it. Therefore, we judged that this event was not caused by manufacturing process. "Increase in valvular regurgitation" has already been mentioned in instructions for use and there is nothing wrong in the manufacturing record, so we have judged that it is not necessary to take any corrective action.